Event description:
It was reported that the device's shears stopped activating (no error code appeared) after dissecting both uterine vessels. The customer used another device to complete the lsh with no pt consequence. The device will be returned for analysis.

Manufacturer narrative:
Evaluation summary: the analysis results found that when attempting to activate the device on a gen04 gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present.